Event description:
Pump was returned to the biomed engineering dept with an unsigned note that indicated there was an unspecified issue with the device's occlusion alarm. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical use. During testing by the user facility's biomed engineer, the pump did not alarm when the tubing was clamped distal to the pump cassette. Though requested, no additional info was provided.